Event description:
It was reported that the pump miscalculated boluses. There was no reported adverse effect to the customer's blood glucose level. Customer declined to troubleshoot the issue with tandem technical support; therefore, no additional information was obtained.